Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by that the implantable cardioverter defibrillator¿s (ICD) battery is draining quicker than expected. It was noted that the patient is now in chronic atrial fibrillation (af). It was recommended to reprogram the ICD to turn of atrial sensing by setting atrial sensitivity to a high rate which could improve the remaining longevity. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.